Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he changed the battery 2 days back and the display on the insulin pump went blank again. Blood glucose value is unknown. The call got disconnected and no further assistance could be provided.